Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No, mfg date: 18-feb-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No, mfg date: 22-apr-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No, mfg date: 22-apr-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No, mfg date: 22-apr-2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 22-apr-2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 22-apr-2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 22-apr-2021, labeled for single use: no, (B)(4). Concomitant medical products: 0295 defib lead, implanted (B)(6) 2016; g148 bi-ventricular ICD, implanted (B)(6) 2016; 5076-45 non-defib lead, implanted (B)(6) 2016. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers exhibited losses of power and did not recognize the connected power sources. In addition, six batteries did not provide power and were not recognized by the controllers. The controllers and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. An additional controller was included among the others submitted on the initial report that were exhibiting losses of power. Sections b5 describe event and h10 additional products were corrected to include the additional controller. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-nov-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that an additional controller exhibited unexpected losses of power. The controller was exchanged.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one controller (con414586) and six (6) batteries (bat935641, bat935601, bat935602, bat935517, bat935660, ba t935635) were returned for evaluation. Two controllers (con415819, con414589) were not returned for evaluation. No performance allegations was made against con414589. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed the device passed functional testing. The controller was able to recognize the power sources and receive power from the test batteries on both power ports. Visual inspection of the returned controller revealed contamination within the serial port. This is an additional finding not related to the reported event; the most likely root cause of the observed contamination event can be attributed to handling of the device. Functional testing of bat935641, bat935602, bat935517, bat935660, bat935635 revealed that the battery passed visual inspection and functional testing. Failure analysis of bat935601 revealed that the battery passed visual inspection. Functional testing of bat935601 revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Log file analysis did not reveal any losses of power events involving bat935601 within the analyzed period. Review of the controller log files associated with con414586 revealed the controller was the primary controller in use during the reported event. Log file analysis revealed three controller power up events with associated pump start events logged on (B)(6) 2022 at 17:18:14 and 17:21:22 and on (B)(6) 2022 at 15:12:02. No anomalies were recorded leading up to the losses of power. The controller was without power for 16 seconds, 17 seconds, and 13 seconds, respectively. As a result, the reported loss of power event involving con414586 was confirmed. The reported battery no power or recognize by controller event involving bat935601 was confirmed. The reported no power and not recognized by the controller events involving the remaining batteries was not confirmed. The reported controllers not recognizing power sources events could not be confirmed. The reported loss of power event involving con415819 could not be confirmed as log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller to recognize the batteries involving con415819 may be attributed, but not limited, to a faulty internal component and/or damaged connectors. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving bat935601 has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: bat935641 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: bat935601 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: bat935602 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: bat935517 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: bat935660 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: bat935635 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s):b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: con415819 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: con414586 d9: yes, return date: 15-march-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19 h6: FDA conclusion code(s): d11, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only two (2) controllers exhibited unexpected losses of power. A third controller did not exhibit a loss of power and was not involved in the reported event.

Manufacturer narrative:
A supplemental report is being submitted for correction. Upon secondary review the reported event of: "it was reported that two controllers exhibited losses of power and did not recognize the connected power sources. In addition, six batteries did not provide power and were not recognized by the controllers. The controllers and the batteries were exchanged. No patient complications have been reported as a result of this event. It was also reported that an additional controller exhibited unexpected losses of power. The controller was exchanged." The additional controller, con414589, was erroneously reported and was not in use at the time of the event. There was no allegation against con414589 and it did cause or contribute to a device malfunction where the chance of death or serious injury is not remote if to recur. Correction b5: describe event problem was corrected to exclude the additional controller. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.